Event description:
It was reported that upon reviewing the merlin on demand (mod), it was apparent on the freeze capture and recorded episodes that the device was undersensing intrinsic atrial events when the patient was in an atrial arrhythmia, and at times pacing on top of the intrinsic atrial events. Changes were made to address this issue. The patient will continue to be monitored remotely. The patient was stable.